Event description:
It was reported that the infusion pump was involved in an overinfusion of a heparin solution. Reportedly the device delivered 100 mls instead of the anticipated 10 mls of solution. No additional clinical information was reported. No medical or surgical intervention was reported.